Event description:
It was reported that the customer had issues with the draining port. They had not been able to get any fluid through the drain.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had issues with the draining port. They had not been able to get any fluid through the drain. Per follow up via phone on 11-mar-2025, the patient's daughter reported that the patient had passed away, and she stated that the drain bag did not have an impact on the patient¿s death. She did not want to further discuss and advised to "not to worry about the complaint."

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had issues with the draining port. They had not been able to get any fluid through the drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.